Manufacturer narrative:
The customer reported complaint of the loose connection of the autopulse lifeband and worn out retention pegs on the bottom cover of the platform was confirmed during the functional testing. The investigation findings revealed the root cause for the reported complaint was due to a wide autopulse platform channel die-cast as a result of normal wear and tear. The returned autopulse platform was manufactured in october 2011 and it is nearly 9 years old, well beyond its expected serviceable life of 5 years. The channel die-cast assembly needs a replacement to remedy the reported complaint. Visual inspection was performed and unrelated to the reported complaint found the encoder drive shaft does not rotate smoothly, exhibits binding and resistance likely due to normal wear and tear for the life of the device. The platform needs the sticky clutch plate to be deburred to address the issue. The autopulse passed the initial functional test without any fault or error. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During the shift check, the user noted the lifeband fit was very loose and no longer clips in securely to the bottom cover of the platform. The customer observed worn out retention pegs on the bottom cover of the platform. No patient involvement.